Manufacturer narrative:
(B)(4). Reported event was confirmed by review of op notes. Op notes confirmed that the fracture of the anterior cortex of the femur 2 cm below the lesser trochanter. Review of the device history record identified no deviations or anomalies that would contribute to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: 16-104148, rnglc+ ltd hole fin shl sz48, lot 374210. Ep-108222, e-poly 32mm +3 maxrom lnr sz22, lot 068380. 103532, ti low profile screw 6.5x25mm, lot 402460. 103532, ti low profile screw 6.5x25mm, lot 222990. 103531, ti low profile screw 6.5x20mm, lot 921530. 650-1056, cer bioloxd option hd 32mm, lot 315500. 650-1064, cer option type 1 tpr sleve -6, lot 341280.

Event description:
It was reported that during a two-stage revision, with the extraction of the femoral stem, the surgeon noted a perforation of the anterior cortex of the femur approximately 2 cm below the lesser trochanter. The fracture was fixed with a wire. Attempts have been made and no further information has been provided.